Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir compartment was cracked where the reservoir locks in. Customer's blood glucose was not provided at the time of the incident. Troubleshooting was not provided. It was not stated if the reservoir was able to lock into place. Insulin pump will not return for analysis.